Event description:
It was reported that the patient underwent a surgical procedure to explant this spectra penile prosthesis (spp) for unspecified reasons. All components of the existing spp were explanted and replaced with a new malleable device. There were no patient complications.